Manufacturer narrative:
Pump received with missing reservoir tube o-ring. Pump received with partially broken reservoir tube lip and retainer. Unable to perform the displacement test and p-cap/reservoir will not lock properly due to partially broken retainer.

Event description:
Information received by medtronic indicated that the black rubber ring was damaged. The customer stated that the reservoir did lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.